Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
When scrub nurse went to load the exeter stem onto the stem introducer it was noticed the spigot protector was out of shape. There was no delay in surgery and the surgeon implanted the stem by hand.

Manufacturer narrative:
An event regarding damage involving a exeter spigot protector was reported. The event was confirmed after examination of returned device. Method & results: product evaluation and results: visual inspection was completed by (B)(4) medical orthopaedics which noted: examination of the returned device shows that the spigot is bent and damaged. Medical records received and evaluation: not performed as no medical information was received for review product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information the primary operative report is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
When scrub nurse went to load the exeter stem onto the stem introducer it was noticed the spigot protector was out of shape. There was no delay in surgery and the surgeon implanted the stem by hand.